Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection occurred. On (B)(6) 2019, the patient went to sleep at 11:00am after checking her glucose level which was 149 mg/dl on her continuous glucose monitor (cgm). She woke up at 2:30 pm with no signal on the device. She checked a finger stick and her glucose had dropped to 51 mg/dl, which she told her husband. She was pale, sweating profusely, shaking excessively, incoherent, and incontinent of urine. Her husband administered one dose of glucagon in the right leg to quickly make her glucose rise (post glucagon value not provided). She did not require hospitalization. She later went back to sleep with no further issues. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing and a download test was performed and passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.